Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laryngofiberscope's distal end scope was buried. The issue was found during installation. There was no patient involvement.